Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the introducer's hydrophilic coating had diminished. Another introducer was used but tip of the dilator. The implant was abandoned due to tortuous anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the sheath of the delivery system introducer was damaged. There is blood on the sheath of the delivery system introducer. Visual analysis of the introducer indicated damage during use. The analyst noted the full micra introducer was returned with the dilator in the sheath of the introducer. The sheath of the introducer is damaged at 40 cm, 42.8 cm, and 44.5 cm from the distal end of the introducer sheath. The sheath of the introducer is void of hydrophylic coating at 54.8 cm from the distal end of the sheath up to the strain relief and is within specification. There was no void of hydrophylic coating from the distal end of the sheath to 54.8 cm from the distal end of the sheath. There is blood on the sheath at 3.4 cm from the distal end of the sheath. If information is provided in the future, a supplemental report will be issued.